Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
At the moment the surgeon finalized the final tightening of the central locking screw of the glenosphere in the glenoid plate, the tip of the key broke inside the hole, close to the piece, making it impossible to remove the broken piece. It was stuck inside the glenosphere and the surgeon completed the implantation of the reverse prosthesis. There was no way to remove the piece or the glenosphere. We also do not have a glenoid plate to review it. It may impact the patient in the future in case she needs some maintenance or replacement.